Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr1717 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a leakage from a hole near the suture wings . The catheter was removed.